Event description:
This 39 yr old female is being treated for cancer of the liver. The pt fell out of bed on the morning of 12/17/96. Subsequently the set was removed and the needle was found to be missing. The placement was in the left upper quadrant of the abdomen above the belt. The pt's abdomen is also very firm. Xray confirmed that a needle fragment remains in the abdomen. There is a plan to have this fragment removed by a surgeon next week.